Event description:
Reported received of a non-delivery of methylprednilosone. An unspecified concentration of methylprednilosone was hung in the emergency room at an unspecified rate. It was reported that approximately 6.5 hours later, when the patient was transferred to the ICU, it was noted that the bag of methylprednilosone was still full. There were no pump alarms. There was no reported adverse effect to the patient. The tubing was readjusted in the pump, and therapy was continued using the same pump.